Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2011. On (B)(6) 2011, no symptoms were noted on the baseline biliary obstructive symptoms assessment. Liver function tests were performed and recorded. A pre-study stent placement cholangiogram on revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. A sphincterotomy was performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, ten days post stent placement, the patient experienced severe acute cholecystitis and was hospitalized. According to the investigator's device causality assessment, the severe acute cholecystitis was related to the study stent. The patient underwent laparoscopic cholecystectomy, and was discharged on (B)(6) 2011. The event was considered resolved without residual patient effects.

Manufacturer narrative:
Foreign source: (B)(6). Study: (B)(4) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.